Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the area of the av groove dehiscence was found at the junction of p2 and p3, where suture had pulled through. The pledgeted suture pulled through the atrial and ventricular tissue leading to the disruption. The disruption was repaired and the patient was in critical, but stable condition. The root cause of this event was likely due to patient related factors. Attempts has been made to obtain product; however, the device has not been returned for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25 mm pericardial mitral valve was explanted at implant due to av disruption. The explanted valve was replaced with a 25 mm pericardial mitral valve of the same model. Per the operative report, the anterior leaflet was separated from the annulus. Very fibrotic rheumatic cords and leaflet tissue were excised, but major cords were retained throughout. Pledgeted sutures were placed in the mattress fashion circumferentially. Sutures were placed through the sewing ring of the 25 mm mitral valve, which was seated and secured. The patient's atria were severely dilated. The surgeon felt the maze procedure was futile and excised the left atrial appendage completely. The tricuspid valve was also repaired with an annulosplasty ring. The patient was initially weaned from cardiopulmonary bypass without difficulty. However, bright red blood began to emanate from behind the heart. Initially, this was treated with giving protamine and blood products; however, the bleeding continued. The patient was re-cannulated. An av groove disruption and av groove hematoma was observed. The mitral valve was explanted. The area of the av groove dehiscence was found at the junction of p2 and p3, where suture had pulled through. The pledgeted suture pulled through the atrial and ventricular tissue leading to the disruption. This was repaired by sandwiching mattress pledgeted sutures from atrium to ventricular endocardium and sewing it down. A new 25 mm mitral valve was implanted into the felt pledgets. The patient was weaned of bypass without difficulty. There was no further bleeding. The patient had general coagulopathy, which was treated with blood products and pcc. The patient left the or in critical, but stable condition.

Manufacturer narrative:
Reference CAPA-20-0014.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is re-approximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. In this case, the area of the av groove dehiscence was found at the junction of p2 and p3, where suture had pulled through. The pledgeted suture pulled through the atrial and ventricular tissue leading to the disruption. The disruption was repaired and the patient was in critical, but stable condition. The root cause of this event cannot be determined. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. Attempts has been made to obtain product; however, the device has not been returned for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.